Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure using thermocool smarttouch sf catheter. The patient experienced cardiac tamponade requiring pericardiocentesis (which was reported as a "pericard punction"). During the development of atrial fibrillation, a steam-pop occurred and as a result there was cardiac tamponade. The event occurred during ablation. Further medical intervention is unknown. However, the patient was in stable condition after the procedure. Transseptal puncture was performed. Correct catheter settings were selected on the generator. Physician's opinion on the cause of this adverse event is patient condition. The patient fully recovered.

Manufacturer narrative:
On 24-nov-2023, the product investigation was updated with the manufacturing record evaluation details. A manufacturing record evaluation was performed for the finished device 31122872l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure using thermocool smarttouch sf catheter. The patient experienced cardiac tamponade requiring pericardiocentesis (which was reported as a "pericard punction"). During the development of atrial fibrillation, a steam-pop occurred and as a result there was cardiac tamponade. The event occurred during ablation. Further medical intervention is unknown. However, the patient was in stable condition after the procedure. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. No temperature or irrigation issues were observed. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The physician's opinion on the cause of this adverse event is patient condition. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).